Event description:
This patient experienced a thrombotic event 2 months after having a cypher stent placed in the mid-lad. This was treated with re-ptca and the placement of an additional 2.75 x 18mm cypher stent. The patient survived this event.